Event description:
A distributor in california reported via a fisher & paykel healthcare (f&p) field representative that the 900mr810 adult heated wall reusable breathing circuit had melted. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject 900mr810 adult heated wall reusable breathing circuit to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject 900mr810 adult heated wall reusable breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected, and the customer also provided additional information relating to the reported event upon request. Our investigation is thus based on the evaluation of the subject device, the information provided by the distributor and our knowledge of the product. Results: the distributor reported that the 900mr810 adult heated wall reusable breathing circuit was melted. Visual inspection of the subject tubing showed damage in the middle of the tubing, and revealed that the film of the tubing also appeared to be stretched and torn. Conclusion: we are unable to determine the cause of the reported event. However, damage to the tubing may be caused by factors such as incorrect set-up or being covered with a material and/or being under compressive load for a considerable length of time. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported damage occurred after the subject breathing circuit was released for distribution. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuits state the following: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." "Do not cover the circuit with materials such as blankets, towels or bed linen." "Disconnect tube by handling end connectrs only, do not pull or twist tubing, as this may cause damage."

Event description:
A distributor in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the 900mr810 adult heated wall reusable breathing circuit had melted. There was no patient involvement as the issue was found whilst the device was not in use on a patient.